Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A visual and functional inspection was performed on the returned device. The deployment issue and stent separation (fracture) were not confirmed as the stent was not returned and the rack was fully retracted. There were no fractured pieces of the stent implant in the sheath and there was no fracture on the shaft of the delivery system. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history of the reported lot revealed no other incidents. The investigation was unable to determine a conclusive cause for the reported deployment issue. It should be noted that retracting the delivery system with the partially deployed stent would cause the stent to separate. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 9.0x60 mm absolute pro stent was advanced to the heavily calcified, right external iliac artery, but only partially deployed. The catheterization lab staff documented a fracture on the device, but the physician's notes did not mention this device. The vessel was treated with balloon dilatation using an 8.0x40 mm armada. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.

Event description:
Subsequent to the previously filed report, it was noted that the 9.0x60 mm absolute pro stent was removed, without deployment. Although the catheterization (cath) lab documented a partial stent deployment, another cath lab nurse reviewed the angiography images from that procedure and confirmed that the undeployed stent was removed from the anatomy with the stent delivery system. A fractured stent was unable to be seen on the angiogram by the cath lab nurse. There was no additional information provided.

Manufacturer narrative:
Correction: implant date changed to n/a. (B)(4).